Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) was positioned and a 27 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. At the end of the case, a pericardial effusion was noted via transesophageal echocardiogram. A pericardiocentesis was performed. No other complications occurred. Patient has been discharged.